Event description:
The customer alleged they had been receiving questionable thyrotropin (tsh) results randomly ongoing for the last 2-3 months on their e411 analyzer. The customer provided data for two patients with discrepant results that were not reported outside the laboratory. The repeat testing was performed on a cobas 6000 e601 analyzer, serial number (B)(4). The first patient's initial tsh result was 0.027 uiu/ml accompanied by a data flag. The repeat result was 5.14 uiu/ml accompanied by a data flag. On (B)(6) 2012, the second patient had an initial tsh result of 0.031 uiu/ml accompanied by a data flag. The repeat result was 1.99 uiu/ml. The customer considered the repeat results to be correct. There were no adverse events. The tsh reagent lot number was 16839503 and the expiration date was 01/31/2013. The field service representative could not determine the cause of the event. He ran performance testing with good results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
On follow up, it was determined that the field service representative changed the s/r probe and the sipper probe. The customer performed quality control testing; which was within their specification. On further follow up, the customer had no additional issues after the service visit.